Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was able to resume insulin after each alarm. The customer's blood glucose level was 202 mg/dl. During troubleshooting with tandem technical support (cts), no issues were identified with the pump or supplies. Cts advised the customer to avoid abrupt temperature changes with the pump.